Manufacturer narrative:
Additional product code: mni, mnh, kwp, nkb. Occupation: reporter is a field service engineer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Visual inspection: the snap-on transverseconnector l26-31 f/r ø (part #: 04.633.326, lot #: 30p7780) was received at us cq. Visual inspection of the complaint device showed no physical defect. Functional test: during the functional assessment both translating bodies with their lower clamps were able to translate freely back and forth. One of the two actuation screw was tight and could not be unscrewed easily whereas the second screw was able to be screwed and unscrewed with minimal torque. The screw appeared to be stuck or jammed. This complaint is then confirmed due to the issue encountered trying to tighten or untighten the actuation screw. Dimensional inspection: no dimensional inspection was performed due to requiring destruction of the device, and device assembly and geometry limits ability to accurately dimensionally inspect. Document/specification review: 04_633_317 rev b (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the functional assessment failed due to the actuation screw not being able to be tighten or untighten easily. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a DHR review was not performed for this pi. This part number is manufactured by elmira. Please reassign this task to the correct group. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti snap-on transconnector 26mm-31mm for 5.5mm/6.0mm rods product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2021 the surgeon mentioned that this cross-connector implant was not functioning properly and there was some problem with the screw. Later it was put aside and another similar implant was used instead. This report is for one (1). This is report 1 of 1 for complaint (B)(4).